Event description:
The atrial lead was returned to the manufacturer from a competitor, analyzed and tested out of specification. Review of the manufacturer's registration database revealed the patient had died. Follow up with the clinic reported the patient had been in comfort care, which is a hospice like setting. There is no allegation that the death was device related. The cause of death has been requested, and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. Evaluation summary: outer insulation separation; proximal segment returned and analyzed.